Manufacturer narrative:
Technician found that the head of the bed would not raise up. Replaced hydraulic valve to resolve this issue.

Event description:
Allegation received that the head of the bed would not raise up.